Event description:
Edwards received notification that a patient with a 3300tfx23mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately three (3) years and nine (9) moths due to severe calcification leading to stenosis. According to physician, the structural valve degeneration was due to patient's factors. A 23mm sapien 3 ultra valve was successfully implanted within the surgical device and after post-dilatation, there was no perivalvular leak. The patient was noted as to be well after procedure.

Manufacturer narrative:
Added information to section b5 (describe event or problem), h6 (device code(s)), h6 (investigation findings) and h6 (investigations conclusions, corrected data h6 (device code(s)): 1153 - degraded code removed. H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of calcification could not be confirmed by product evaluation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a patient with a 3300tfx 23mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately three (3) years and nine (9) moths due to degeneration. A 23mm sapien 3 ultra valve was successfully implanted within the surgical device. However, the pvl along both valves was still present at the end of procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.